Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained high rate episodes and pacing impedance variation. In addition, the lead had high and undefined pacing impedance and exhibited noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that the right ventricular (rv) lead possibly triggered another lead integrity alert (lia), based on the cadence of the alerts. It was also noted that the lead exhibited noise and high out of range (oor) pacing impedance. The lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.